Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764r, serial/lot #: (B)(6) , UDI#: (B)(4) ; product ID: 9735785, h3: a manufacturer representative went to the site to test the navigation system. The system was performing as intended and hardware parts were replaced. The computer was returned to the manufacturer for analysis. Analysis found that the computer graphics card was damaged and malfunctioning. This issue was documented in a medtronic navigation hardware anomaly tracking database. Codes d02, b01, c13 apply to the system. Codes d02, b01, c02 apply to the computer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not booting up as expected. It was noted that the system had multiple ¿failed to start¿ messages in the start-up script. Troubleshooting steps were performed. It was reported that the manufacturer representative performed a hard shutdown of the system and unplugged it from the wall power for a few minutes but there was no resolution. Additionally, the solid-state drive (ssd) was in the second slot and was moved to the first slot but there was also no resolution. No patient was present when the issue was identified.